Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no non-conformities. The sample was inserted into a 25 gauge trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured, with an outer diameter min/max value of 0.0200 to 0.0205 inches; the sample¿s outer diameter was measured to be 0.02015-0.02025 inches, meeting specifications. The laser probe tip was measured using the 25 gauge needle length gauge per manufacturing assembly procedure (map), where the nitinol was found to meet specifications. The 25 gauge illuminated flex curved laser probe was manufactured on december 5, 2017. There were 1116 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The sample was found to meet relevant dimension specifications. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A nurse reported that the tip of a laser probe did not fit into the trocar cannula during surgery. The laser probe was exchanged to complete the surgery with no harm to the patient.